Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. An inspection of the device found that liquid leaks at the cable during the leakage test. The evaluation of the device is still in progress. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during a diagnostic procedure, the coupler was disconnected. The procedure was completed using a similar device. There was no report of patient or user injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the coupler was disconnected. The specific root cause of the coupler being disconnected could not be determined at this time. Olympus will continue to monitor field performance for this device.